Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and noted a twisted silicone tubing. Functional testing including leak testing was performed with no issue noted. Clear passage testing noted that there was a twisted silicone tubing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked, further described as a ¿leak was detected at the white connector (twist clamp) level¿. This was identified by the nurse when changing the peritoneal dialysis transfer set on the patient. The transfer set was replaced and the new set reportedly worked fine. There was no patient injury or medical intervention associated with this event. No additional information is available.